Manufacturer narrative:
Findings: no motor error alarm noted. Unit was unable to prime during prime test due to moisture damage on faulty force sensor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 600 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not reported a motor position encoder error alarm. The customer received 3 motor errors with in the last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer declined high blood glucose troubleshooting because she wanted to call her doctor about a plan.